Event description:
It was reported that on literature review "analysis of clinical efficacy and related complications of pfna and intertan in elderly unstable intertrochanteric fractures", 4 patients who initially underwent primary implantation of a trigen intertan nail to treat an unstable intertrochanteric fracture experienced a femoral shaft fracture. No specific details were provided regarding the measures taken to resolve this incident on each patient. The outcome of the patients is unknown. No further information is available.

Manufacturer narrative:
Internal complaint reference: (B)(4). Analysis of clinical efficacy and related complications of pfna and intertan in elderly unstable intertrochanteric fractures. Doi: 10.16662/j.cnki.1674-0742.2020.14.011.

Manufacturer narrative:
H3, h6: the devices were not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or potential causes that could contribute to the reported event include excessive forces applied to implant and surgical technique. The contribution of the devices to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.